Event description:
It was initially reported that a power-on-reset (por) was observed on the patient¿s implantable neurostimulator (ins) post overdischarge condition and that they could not adjust the stimulation. Follow up information received on (B)(6) 2011 reported that the por condition on the patient¿s ins was successfully cleared and that they were able to recharge the device. It was noted that the patient may have the ins system revised/lead moved due to having stimulation in their kidneys and that they desired to have a non-rechargeable ins model. Additional follow up information received on (B)(6) 2011 reported that the patient was to have the ins system removed on (B)(6) 2011 as they no longer wanted the system. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).